Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The blood glucose was 600 mg/dl. The customer was treated with the manual injection. The customer reported that there was insulin flow blocked alarm. The troubleshooting was performed for calibration not accepted alert and change sensor alert. The troubleshooting was declined for low blood glucose level. The customer was reporting a past event. Customer reported that alarm did not occur during fill tubing. Customer reported that event was resolved by changing complete set. The product will not be returned for analysis.